Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient underwent a heart transplant on (B)(6) 2019. There were reportedly no device-related issues that contributed to the heart transplant and the pump operated as intended. (B)(6) was not returned for evaluation. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. Although no specific adverse events were reported, the heartmate ii left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was not a device-led transplant list elevation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. Whether the transplant was device or therapy related was not provided.